Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted during testing. The insulin pump had a minor scratched display window.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer reported that the insulin pump alarmed no delivery during insulin delivery prior to hospitalization. The customer's blood glucose was 270 mg/dl at the time of incident. The customer's blood glucose was 235 mg/dl at the time of call. The customer's blood glucose was 600 mg/dl at the time of hospitalization. The customer stated that they were off the insulin pump for greater than 48 hours at the time of hospitalization. The insulin pump was returned for analysis.